Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The handle and the ligator head were returned for evaluation. A visual examination of the handle showed residue on it, indicative of use. The ligator consisted of 5 blue bands and one white band, which were overlapped and one of the blue bands was broken. In addition, the teeth were damaged on the ligator head. The trip wire was wound around the drum, indicating the handle had been turned to deploy the bands. The proximal end of the trip wire could be cinched in the handle assembly. It was also found that the trip wire was kinked in two locations - approximately 52 and 66 cm from distal tip and the suture was broken. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible "click" heard at each complete turn. It is likely that anatomical/procedural/operational factors caused the teeth to damage inadvertently, therefore hindering the deployment activity of the bands by causing the bands to stack up/overlap on the ligator head assembly. Based on this evaluation, although the exact root cause of the complaint could not be determined at this time, the most likely root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal band ligation performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band however, the band would not deploy off the ligator head. There was no reported damage to the device. The case was completed with a second speedband superview super 7 multiple band ligator. There was no serious injury to the patient reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal band ligation performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band however, the band would not deploy off the ligator head. There was no reported damage to the device. The case was completed with a second speedband superview super 7 multiple band ligator. There was no serious injury to the patient reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.